Event description:
It was reported the pt experienced burning and pain at the ipg site. The pain and burning was reported with stimulation on or off. F/u revealed the ipg site became discolored and the physician opted to remove the scs system. It was further reported there was no sign of infection or burns.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.